Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no rep[orted adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.